Event description:
The customer states that magnesium quality control shifted downward after new calibration on the architect c8000. The abbott customer technical advocate (cta) suggested recalibrating with an alternate calibrator lot. After recalibrating with another calibrator lot, all quality control levels were within expected range resolving the customer's issue. No impact or pt management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.